Event description:
It was reported a distractor broke due to unknown reasons. It was removed and replaced prior to the consolidation phase.

Manufacturer narrative:
An investigation was successfully completed. The results of the investigation have identified a known inherent risk of the device. No corrective or preventive actions are required at this time. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.